Event description:
It was reported that the patient was feeling a 'hiccup' type feeling. The clinic confirmed that the patient had high lead threshold since implant. The device was re-programmed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.